Event description:
The facility representative reported a colleague infusion pump with a 199:117:307:0000 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a 199:117:307:0000 failure code was confirmed by baxter personnel during product evaluation. The root cause was assigned to damaged main batteries. The main batteries and battery harness were replaced to correct this condition. This issue is being investigated through CAPA. This is involving a pump with software version 5.04.00. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.